Event description:
It was reported that a patient experienced a gangrene infection one month after spaceoar placement. The spaceoar was placed under nitrous. It is unknown what was the cause of the infection, however, it was suspected that have originated in the pelvic region. The patient was admitted to the hospital where they were treated with skin removal. The patient began external beam radiation a few weeks before the infection occurred.

Manufacturer narrative:
Correction block h6 has been updated with the patient code e1901 necrosis. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01/23/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1901 is being used to capture the reportable event of bacterial infection.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1901 is being used to capture the reportable event of bacterial infection.

Event description:
It was reported that a patient experienced a gangrene infection one month after spaceoar placement. The spaceoar was placed under nitrous. It is unknown what was the cause of the infection, however, it was suspected that have originated in the pelvic region. The patient was admitted to the hospital where they were treated with skin removal. The patient began external beam radiation a few weeks before the infection occurred.